Manufacturer narrative:
(This follow-up MDR was mailed to the FDA on 06/08/1998). Evaluation: laboratory examination of the returned item revealed no defect. Underwater leak testing revealed no leaks in the iab. Testing for occult blood within the balloon was negative. The iab inflated & functioned normally when attached to the system 97 iabp in the lab. No alarms were triggered. Probable cuase of difficulty: no leak was found in the returned iab. It was not possible to determine the cause of the reported difficulty based on the event description and examiniation of the returned product.

Event description:
The following was reported to datascope on 06/08/1998: the iab appeared to be leaking. The balloon was removed and another was inserted. The doctor indicated that there was no harm to the pt as a result of the event. (Event complications): none from the event - reported 05/19/1998 and 06/08/1998. (Pt's current status): unk - reported 05/19/1998.